Manufacturer narrative:
He following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020(B)(6) h.6. Investigation summary 1 sample were returned to sbdm, lot number is 6001201. Sbdm checked the complaint samples, there is an unformed pinch clamp, likely occurred during injection process. When injection process was started the condition of the process was not proper temporarily. Unformed pinch clamp lock test: sbdm test the pinch clamp after push for 2 seconds, the pinch clamp is locked even it is not properly formed in injection process. House sample inspection: sbdm inspected 15 pcs from lot 6912231, 6001201 and 6002031, all components are properly formed on the house samples. DHR review: sbdm reviewed the manufacturing record for lot 6001201, no abnormality observed. In addition, sbdm inspected 30 injection shots of current clamp injection components and there was no issue for all. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there was similar complaints from other customers. Root cause: 1 sample was returned to sbdm. Based on the investigation result, the likely cause may be occurred during clamp injection process. According to the investigation by received complaint samples, the cavity number of unformed clamps is cavity no.2. It is likely there would be raw material powder stock problem on the cavity no.2.. The clamp is injected in high temperature (200¿~240¿) and injection gas was not emitted properly so, the gas was accumulated in the end point of clamp and it caused the complaint case. Another possibility is when injection process was started the condition of the process was not proper temporally, causing the unformed clamp issue. H3 other text : see h.10.

Event description:
It was reported that the IV set tur y-tube clamp was defective during use. The following information was provided by the initial reporter: "defected clamp"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the IV set tur y-tube clamp was defective during use. The following information was provided by the initial reporter: "defected clamp."